Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump was connected to a cadd administration set and under infused the drug ancep. It was reported the volume was 300, stop 12.6, measured volume 22 and the calculated under infusion was 3.3 percent. No additional information is available at this time.